Event description:
The 11.0 total hemoglobin with hgb pro meter vs 7.0 with coulter laboratory instrument. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures.